Event description:
A malfunction on the pump was reported by the caller without any notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level. Technical support was providing pump reset information when the call was disconnected. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.